Event description:
The spike on a transfer set was broken. The set had been in use for 110 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.